Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify alarms due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The pump was unable to perform the displacement test due to the blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no reservoir alarm and moisture in the insulin pump. The customer's blood glucose reading was 186 mg/dl. The customer stated that she noticed moisture in her pump and continuously received no reservoir alarms. The customer stated that she took the battery out and is not able to turn the pump back on. The customer stated that the pump was never dropped. The customer stated that there is a crack on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.